Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the needle free valve would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 21035771 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21035771 regarding item #2000e.

Event description:
It was reported that ll vlv adpt(stand alone) had flow issues. The following information was provided by the initial reporter: it was reported that the needle free valve would not flush. Verbatim: we had IV supplies malfunction again. The needle free valve would not flush and the vacutainer did not have suction to be able to collect blood in the lab tubes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) had flow issues. The following information was provided by the initial reporter: it was reported that the needle free valve would not flush. Verbatim: we had IV supplies malfunction again. The needle free valve would not flush and the vacutainer did not have suction to be able to collect blood in the lab tubes.